Event description:
It was reported that the patient experienced a loose connection between their transfer set and their titanium adapter. There was no patient injury and medical intervention indicated at the time of this initial report. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review was performed with no issues found related to batch manufacturing. The actual sample that was returned passed all functional tests, but a damaged patient adapter was found during visual inspection. Marks were observed on the outside of the luer, indicative of tool use and user error. The reported problem of connection issue could not be verified. Based on the information available, it cannot be determined whether the cause of the connection issue is related to the damaged patient adapter. Users of this transfer set may use adapter clamps to make the disconnection between the titanium adapter and the patient adapter of the old transfer set. However, current direction sheet instructs they are to connect the patient adapter of the new transfer set to the titanium adapter firmly with hands to complete connection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A sample has been received and a complete evaluation of the device is yet to be completed. Should additional relevant information become available, a supplemental report will be submitted.